Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot baloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints (B)(4)."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot balloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints 3009307931-2025-00025, 3009307931-2025-00023 and 3009307931-2025-00022."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Based on the image, the red plug cap was observed to be detached from its designated position, resulting in partial breakage of the red plug. This component is part of the valve assembly and functions to vent residual air from the mask during the autoclaving process. The inflation balloon remained intact and securely attached to the product. The observed damage may have resulted from over-tightening or twisting of the cap during inflation or deflation, or from accidental pulling or bending of the inflation line while the cap was engaged. A device history record review was performed, and no relevant findings were identified. However, due to limitations in the available information, the exact root cause could not be determined.